Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A pci (percutaneous coronary intervention) was performed on impella support. During the pci, the patient developed slow flow. An echocardiogram was performed, revealing normal placement of the impella, a mostly empty left ventricle, a dilated right ventricle, and a potentially blown papillary and mitral leaflet. This was further confirmed by tee (transthoracic echocardiogram). The medical team determined not to escalate care but instead swap the impella for an iabp (intra-aortic balloon pump) against abiomed recommendations. After swapping to the iabp, the patient coded, and resuscitation attempts were unsuccessful. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.